Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion measuring 2.5mm in diameter was located in a calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion; the physician felt resistance and could not cross. The device was removed from the patient and stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Preliminary investigation has been performed. Evaluation of product characteristics is ongoing. No patient injury.

Manufacturer narrative:
On 12/23/09 unit is sent to erm for evaluation. The 2/8/10 ewu evaluation: stylets from customer reported lot number and other two raw material lot numbers from manufacture were tested and compared. Tension strength, yield strength and elongation at fracture data suggested that stylets from customer reported lot number were stiffer. There currently is no specification on the drawing for tension strength. An appropriate specification will be added.

Event description:
Dr (B) (6) spoke with staff from the cardiac surgery team at (B) (6) in (B) (6). They stated they have used our retrograde cardioplegia catheter for many years and the physician feels there has been a change in the stiffness of the stylet. He feels it is not as malleable as before and as a result poses a risk to patients. There have been no patient complications.